Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2017 they had a compromised force sensor system alarm. The customer stated the insulin pump kept alarming the compromised force sensor system during a rewind. They would change the battery but the alarm would recur every time they would rewind. The customer¿s blood glucose level was unknown. The customer also reported that on (B)(6) 2017 the insulin pump turned off when changing the battery. There was also a crack around the reservoir compartment. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. No blank display anomaly noted during test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked belt clip slot and cracked battery tube threads.